Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a "conntected to computer message". The product was returned and investigated for the display message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device displayed a "conntected to computer message". The product was returned and investigated for the display message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damaged usb port was observed. The liquid contamination found within usb port would prevent the customer from charging the reader which lead to the reader not power on. The returned reader was further investigated and de-cased and smelled smoke and burn marks on the pcba (printed circuit board assembly) was observed. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The returned reader was was in a de-cased state. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba). Liquid contamination, internal universal serial bus (usb) port damage as well as burn marks were observed on the usb port shield which align with phase 1 and 2 observations. Further, electrical analysis on the usb port was done and the liquid contamination and damage was observed to be heavily concentrated on the vbus and d- lines of the usb. Furthermore, the burn marks observed on the pcba side show the burn damage on these two lines leading into the nxp vbus protection circuit. The reader event log was unable to be reviewed or extracted due to the damaged usb port. Bench testing was performed on the reader. The returned battery was measured using a digital multimeter and the results was not within the specification range. The battery was replaced with a known good battery, the reader failed to power on. The returned reader was monitored under a thermal camera when the reader was turned on and charging, turned on and not charging, turned off and charging and turned off and not charging. No anomaly was observed. Current findings did not indicate any connection between this reader¿s module function and the user's reported issue of reader is too hot to hold. The damage observed to the usb port can lead to the user observing a connected to computer display message, however during hpqe (hardware product quality engineering) analysis the reader was unable to powered on or display such message. The reported field event of the reader becoming too hot to hold is not confirmed due to use due to liquid contamination in the usb port. The liquid contamination shorted the vbus and d- lines, which consequently led to the burn marks that were observed on the pcba surface and the reader¿s usb port to be damaged. All pertinent information available to abbott diabetes care has been submitted.